Event description:
Patient reported unknown rupture per ultrasound. Healthcare professional confirmed the doctor stated the implant s a "gel bleed" and did not state the implant was ruptured. Device has been explanted and discarded.

Manufacturer narrative:
Additional h6: f1903. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel bleed.